Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit failed to display pressure.

Manufacturer narrative:
The device was not received for investigation because it was repaired locally in (B)(4); therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. The technical service report indicates: problem description: problem reported that actual pressure is not appearing on display, it is only displaying 0 value. Action taken: checked and did essential servicing and maintenance, now it is functioning normally. Final report: now the insufflator is working properly. Probable root cause for the reported failure involving this device could have been caused by: 1. Software malfunction, 2. Power supply malfunction, 3. Insufflator design, 4. Unwanted movement of internal components / wiring. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that the unit failed to display pressure.